Manufacturer narrative:
H6: ventec received the device and downloaded it's electronic records (system logs) for analysis where it was confirmed that the device had unexpectedly lost power during the reported event. The device was evaluated by ventec where the reported issue of it powering off unexpectedly could not be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly powered off by itself during use. There was patient involvement associated with the reported event. The reporter advised that there was no harm to the patient as a result of the reported issue. No further details were provided.